Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility representative reported that an external dialyzer blood leak occurred almost immediately after a patient¿s hemodialysis (hd) treatment was initiated. Upon follow up, a user facility registered nurse (rn) confirmed the reported event. Rn stated the blood leak occurred immediately after starting the patient¿s hemodialysis (hd) treatment. The blood leak was internal and visually observed in the dialysate. The machine, a 2008t hd machine, alarmed appropriately with a blood leak alert. The blood test strip was used to test for the presence of blood and it tested positive. No visible damage was observed on the dialyzer. Fresenius combiset bloodlines were being used for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was not available to be returned for physical evaluation as it was reportedly discarded.

Event description:
A user facility representative reported that an internal dialyzer blood leak occurred almost immediately after a patient¿s hemodialysis (hd) treatment was initiated. Upon follow up, a user facility registered nurse (rn) confirmed the reported event. Rn stated the blood leak occurred immediately after starting the patient¿s hemodialysis (hd) treatment. The blood leak was internal and visually observed in the dialysate. The machine, a 2008t hd machine, alarmed appropriately with a blood leak alert. The blood test strip was used to test for the presence of blood and it tested positive. No visible damage was observed on the dialyzer. Fresenius combiset bloodlines were being used for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was not available to be returned for physical evaluation as it was reportedly discarded.

Manufacturer narrative:
Corrected information: b5: correcting location of dialyzer leak from external to internal.

Event description:
A user facility representative reported that an internal dialyzer blood leak occurred almost immediately after a patient¿s hemodialysis (hd) treatment was initiated. Upon follow up, a user facility registered nurse (rn) confirmed the reported event. Rn stated the blood leak occurred immediately after starting the patient¿s hemodialysis (hd) treatment. The blood leak was internal and visually observed in the dialysate. The machine, a 2008t hd machine, alarmed appropriately with a blood leak alert. The blood test strip was used to test for the presence of blood and it tested positive. No visible damage was observed on the dialyzer. Fresenius combiset bloodlines were being used for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was not available to be returned for physical evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.